Event description:
Pt reporting both her pumps are beeping non stop, 1 last night and 1 today. There was an error message on the screen, but pt doesn't recall what it said, pt removed batteries and it stopping beeping. Pt stated it happened yesterday to the back up pump and then it was fine after throughout the night. Replaced pumps today when changing her cassette and same thing happened to the current pump. However, after replacing batteries, it went back to normal and is running on her right now with no issues. Pt states nothing wrong with tubing as she double checked that, pt states she did not experience any side effects while pumps were malfunctioning. New pumps will be shipped out to pt to replace malfunctioning pumps and the malfunctioning pumps will be returned. Dose or amount: 40 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: (B)(6) 2016 - ongoing. Diagnosis or reason for use: pah.